Manufacturer narrative:
This device has not yet been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. This device was explanted and replaced. No additional adverse patient effects were reported.